Event description:
Power extender (pes100) was attached to the flexshaft correctly as indicated on pc display. Cs29 dlu was then attached and calibrated. Unit was then inserted transanally and the trocar was attempted to advance. System beeped and the unit would not open. Connection was checked to ensure proper attachment. Cs29 was then opened. Anvil was then attached and closed into blue range. Device was fired and was attempted to remove from the tissue and was unsuccessful. Purse string had to be cut off and anastomosis was completed using competitive product due to the unformed staples produced.